Event description:
Per user facility medwatch form, #5200980000-2009-8036, harmonic ace scalpel handpiece was used during a laparoscopic hysterectomy. When it was taken out of the abdominal cavity, one of the jaw pads was missing. Ace handpiece was removed from service and replaced witha a new one. The piece is very thin, approximately 1/3 inch in size, and most likely retained in the abdomen, but has not harmed the patient. Device is not available for return.

Manufacturer narrative:
Date sent: 10/28/2009: information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.